Manufacturer narrative:
This report is submitted on january 6, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019, due to a cholesteatoma. The patient was not reimplanted with another device.